Event description:
Same case as MDR ID# 2134265-2011-06102. (B)(6) clinical trial. It was reported that post a pci (percutaneous coronary intervention) the patient experience myocardial infarction (mi). The patient presented due to stable angina (ccs class 2). The first lesion was located in the proximal lcx (left circumflex artery). It was described as a bifurcated lesion with 90% stenosis, 14 mm long with a reference vessel diameter of 3.25 mm. After pre-dilation, it was treated with a 3.0 x 16 mm taxus element stent. Following post-dilatation with kissing balloons, residual stenosis was 0%. The second lesion was located in the 2nd om (obtuse marginal) and was described as a bifurcated lesion with 95% stenosis, 13 mm long with a reference vessel diameter of 2.5 mm. After pre-dilation, a 2.25 x 16 mm taxus element stent was implanted. Following post-dilatation with kissing balloons, residual stenosis was 0%. Post index procedure (on the same day), the patient had elevated troponin values and an mi was reported. The subject did not experience ischemic symptoms. No action was taken to treat this event. The subject was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).